Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented air aspirated, air entered through the hemostasis valve at the time of catheter insertion and suction. The sheath was replaced. During the use of the second sheath, after completing the application to the upper and lower left pulmonary veins, air was noticed in the middle of the sheath while applying to the right lower pulmonary vein. The air disappeared after suction. No air was noticed thereafter. The procedure was completed without patient complications. The devices are expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.